Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Patient was revised to address painful hip. Update - (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update - (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which also included medical records. Medical records indicated that patient was revised to address pain, small amounts of synovitis and metal staining. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address painful hip.